Event description:
It was reported that the pt has an increasing number of electrode channels with high impedance and there is a decrease in pt performance. All of the external equipment has been changed, but with no improvement.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow- up report.